Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, there was a sudden rise in threshold. The lead was successfully repositioned on (B) (6) -2008. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon interrogation there was a sudden rise in threshold. It was further reported that there was poor sensing and lead migration. The lead was sucessfully repositioned on (B)(6) 2008. No patient complications have been reported as a result of this event.